Event description:
It was reported that the customer was taken to the hospital by ambulance and admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 20 mg/dl; reportedly, the customer experienced a non-tandem sensor issue. Customer was treated with "bag of sugar via IV" during the ambulance ride and received intravenous (IV) fluids of saline to address the bg. Customer was discharged from the ICU on (B)(6) 2025 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.